Manufacturer narrative:
This device is expected to be returned for testing. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed unexpected changes in longevity remaining estimates. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and the device was explanted and replaced. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.